Event description:
With blades closed, a graves plastic vaginal speculum was placed and then the blades opened to expose the cervix. At that time, the interior blade cracked and broke at the base of the blade proximal to the handle. The proximal fragment broke in such a way as to create a sharp pointed edge and lacerated the right vaginal wall. The device was vag speculum manufactured by welch allyn.